Event description:
Allegedly the patient was revised due to the following mom complications: shedding of metal deg=dris into the blood stream; tissue damage; persistent pain and decreased mobility. (Right).